Manufacturer narrative:
The associated r3 20 deg 4 xlpe acetabular liner and oxinium femoral head were not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided for the liner. Thus a review of the manufacturing records and complaint history was conducted. The review of the manufacturing records for the liner did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the part revealed no prior complaints for the listed failure mode with the same batch number. After repeated requests, smith and nephew has been unable to obtain batch information of the femoral head. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Our clinical evaluation noted that the x-rays provided show the cup at a steep inclination angle of approx 55 degrees which could be a reason for the recurrent dislocations. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported cup shifting and dislocations cannot be confirmed but the cup position is the likely cause. The future impact to the patient beyond the revision cannot be determined. Without the return of the actual product involved and no batch information available for the femoral head, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should the devices or additional information be received, the complaint will be reopened.

Event description:
A revision surgery was performed due to dislocation.